Event description:
Healthcare professional reported a right side capsular contracture baker grade iii/IV. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a6, d3, d4, g1, h4, h6 a review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV.

Event description:
Healthcare professional reported a right side capsular contracture baker grade iii/IV. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified weight to the specification, crease fold and opening on anterior. A visual and microscopic analysis was performed which identified striated opening and wear abrasion. Based on the device analysis the final assessment is a striated opening assessed as surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional reported a right side capsular contracture baker grade iii/IV. Device has been explanted.